Manufacturer narrative:
(B)(4). Damaged cartridge. Reload b: batch# j5fk10. Manufactured date: 02/15/2012. Expiration date: 01/15/2017. Two reloads were received. Reload a was fully fired and with the forks broken off. Reload b was fully fired and locked. No functional was test performed. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were malformed at the distal part. Two reload units had same problem. Changed new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4).